Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone13.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room on (B) (6) 2026 with hyperglycaemia. The patient¿s blood glucose levels rose above 200 mg/dl while wearing the pod between 24 and 36 hours. It was also reported that the patient had high ketone levels (method of measurement and values were not provided). The patient reported that they had received an error message advising them that the pod had stopped insulin delivery. It was also reported that when the pod was removed from the infusion site (leg), the cannula was found to be bent. Reported symptoms include vomiting and diarrhoea. The patient was treated with fluids, manual insulin injections and humalog pens (insulin lispro). The patient was released later the same day.